Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: added code to h6 component codes, corrected h6 device code, corrected h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The imagery provided from the site was evaluated, and the following was observed: inflation balloon material bunching from the distal portion of the crimped valve, the balloon was torn at the inflation balloon to crimp balloon (I/c) bond and kink observed on the distal region of the flex shaft, compression of the delivery system can be seen, and the valve was not centered on the alignment markers. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned complaints for the trend categories. The device was used in off-label implantation using a non-edwards' sheath in the aortic position. As there are no specific IFU or training materials related to procedures using the non-edwards' sheath in the aortic position, the available training materials were reviewed only for information potentially relevant to the device use. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of the torn commander delivery system balloon was confirmed based on the provided imagery. Potential root causes for separation of the I/c bond have been identified and documented in a product risk assessment conducted by edwards lifesciences. High forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As difficulty performing valve alignment was reported, it is possible that increased forces of performing valve alignment may have weakened the balloon and caused the balloon to tear and subsequent inability to deploy the thv. However, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (performing valve alignment in non-straight section of anatomy, excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, the balloon of the 29mm commander tore prior to deployment of a 29mm sapien 3 valve. Difficulty was experienced pushing the commander delivery system and 29mm sapien 3 valve through the 22fr gore dry seal sheath. The loader of the delivery system was inserted with great force through the hub of the gore dry seal sheath. Valve alignment was performed inside the body, outside of the sheath in the upper descending portion of the aorta. The fine adjustment wheel was maxed out and when the delivery system was unlocked to spin back down and re-push the valve between the markers, it came back with the pusher. The balloon became "bunched up" distal to the valve as a result and blood was aspirated from the system. The valve was able to be recaptured and the devices were withdrawn. Upon removal, it was noted that the delivery system balloon was torn. No harm was done to the patient. The procedure was aborted.

Manufacturer narrative:
Investigation is ongoing. Device not available for return to manufacturer.